Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 1002 mg/dl. Customer had symptom of vomiting, nausea, diarrhea, burning body fat, and nearly kidney failure. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was admitted into the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer's high blood glucose began on (B)(6) 2016. Troubleshooting could not be performed due to caller not having insulin pump information.